Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 0044535 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, damage was observed to the product packaging. The observed damage was addressed with the manufacturing plant's engineering leadership team; however, through review, an exact cause could not be assigned at this time. In response to this incident, a corrective and preventive action plan CAPA 1833142 has been initiated to further investigate this issue, identify an exact cause, and prevent this issue from recurring. Assessments are currently being performed with a primary focus on the handling and packaging process of the blister packages. Our quality team will closely monitor the production process for signs of this type of damage and any emerging trends. See h.10.

Event description:
It was reported that the sterile packaging was compromised with 29 bd syringe 10ml reg pr saline fill spkg. This was discovered prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the sterile saline syringes have a tear in the pouch.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sterile packaging was compromised with 29 bd syringe 10 ml reg pr saline fill spkg. This was discovered prior to use. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the sterile saline syringes have a tear in the pouch.